Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during basal delivery. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. Displacement test was performed and passed. Customer reported a motion sensor test failure during rewind and a motor position encoder error while trying to clear the alarm. The customer was advised to discontinue use of the insulin pump. The insulin pump is not expected to return for analysis.